Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced a instent restenosis and myocardial infarction. In (B)(6) the patient presented with left sided chest pain associated with diaphoresis and nausea. The patient was diagnosed with q-wave st elevation myocardial infarction and cardiac catheterization was recommended. The 90% stenosed and 20.00mm de-novo target lesion was located in the distal left anterior descending artery with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x28mm taxus liberte study stent, resulting in 0% residual stenosis post dilation. The patient was discharged four days later on aspirin and prasugrel. In (B)(6) 2013 the patient was diagnosed with myocardial infarction and was hospitalized on the same day. Coronary angiography revealed 50% in-stent restenosis of an unknown manufacturer's previously placed stent located in the mid left anterior descending artery. It is unspecified how the event was treated. Two days later the patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported the in-stent restenosis of mid left anterior descending artery (lad) was an angiography finding. No intervention was performed in the lad. Intervention was performed in right coronary artery and left circumflex artery.